Event description:
It was reported there was a connection issue between the cassette and the transfer set. The patient could not disconnect from the patient line. This occurred after treatment of peritoneal dialysis therapy. The patient had to cut the patient line to disconnect from the cycler. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d1, d3: device manufacturer name, d4 (catalogue #), g1 (device manufacturer name and address), g4, h3, h6, and h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was received for evaluation attached to the female connector of the transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The transfer set was connected and disconnected using the returned patient connector by hand with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.